Event description:
It was reported that prior to using bd vacutainer® sst¿, foreign matter was seen at the bottom of one tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 20-aug-2025 investigation summary bd received three photos and one sample for investigation. The customer photos attempt to show a sticky substance on the bottom of the tube; however, this substance cannot be clearly perceived. The returned sample underwent a visual inspection, during which it failed due to the presence of residue on the bottom of the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that prior to using bd vacutainer® sst¿, foreign matter was seen at the bottom of one tube. No adverse impact was reported regarding the patient or user.